Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure, date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/ concomitant medications? Please describe the patient manifestations of reaction (location, severity, appearance) onset date/ time of reaction from the initial procedure? Does the patient have a known allergic history to any medical devices, food and/or medication? Was any related testing performed? If so, please describe with results. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are there any photos available? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related event captured via 2210968-2021-06778.

Event description:
It was reported that a patient underwent an eye surgery on (B)(6) 2021 and suture was used in the lateral rectus muscle. Following the procedure, the patient experienced a severe localized reaction to the suture in the eye and was treated with steroid eye drops once the inflammation became evident. The patient has had favorable response, and the inflammation is now 95% resolved. Additional information has been requested.